Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead and the right atrial (ra) lead dislodged. The lv lead and the ra lead were capped and replaced. No patient complications have been reported as a result of this event.